Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2007; (B)(4).

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. There were no anomalies found. It was noted that the lead conductor was distorted. The distal conductor had blood (not obstructed). The outer insulation was breached cut, torn, melted, had a cosmetic depression and cosmetic environmental stress cracking. It was visually noted that the lead was stretched and had visual explant damage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular (lv) lead had high threshold. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.